Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. The patient is not dependent on the device for normal function. It was noted that noise was observed on the right ventricular lead. The noise was not reproduced with isometric testing. Programming changes to unipolar were made. The patient was stable.